Event description:
It was reported that the biomet screw is stuck inside the implant as shown in x-ray. Appointment scheduled with doctor to evaluate and provide treatment plan.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie did not received one (1) one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The x-ray showed a fractured screw (fractured at the hex) stuck inside an implant. Also, there was an image of a fractured abutment. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on pictorial evidence and all the available information, a device malfunction did occur. The screw was fractured at the hex and was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.